Event description:
Pt reported that since 2004 they have not been able to control their blood glucose (experienced high blood glucose of 500 mg/dl). Pt tried changing their infusion site and tubing, but this did not help bring their blood glucose down, so they took insulin via injection, which did bring down their blood glucose. Pt believes that device is not working correctly. No errors were generated by the device.